Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a loss of therapy and stated that since implant their symptoms are worse than before being implanted, regardless if stimulation was turned on or turned off. The patient¿s bladder was really weak, they leak all the time, and they lose control as soon as they feel the urge. The patient reported having insomnia and stress because of these difficulties. The patient has requested that the device be removed for months. The patient stated that the assistant turned the stimulation off to compare what it was like off but there was no difference it is bad. The patient has an appointment for (B)(6) 2017 to prepare them for surgery, but the surgery would not be until the next day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that they wanted the device removed as soon as possible. The patient stated that they were assured that their bladder infections would decrease but they didn't. The patient noted that the day after the surgery they had worse symptoms. The patient reported that the loss of therapy, symptoms being worse than before implant, weak bladder, leaking, and losing control were not resolved at all. The patient noted that in general their health had deteriorated extremely. The patient stated that they had appointments on (B)(6) 2017 and (B)(6) 2017 to have the device removed. The patient noted that the infections were supposed to decrease but they hadn't and that they would not have gotten the implant had they known the infections would not decrease. The patient noted that they had to wait 8 months to have the device removed. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.